Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedances, measuring greater than 2000 ohms. The impedances had gradually increased. Boston scientific technical services (ts) discussed this was likely due to lead to patient interface changes. Subsequently, a revision procedure was performed. The rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Event description:
This supplemental report is being filed as the device evaluation was completed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the terminal and tip segments of the lead were received; the mid-bod segment was not received. The lead was severed 133 millimeters (mm) from the terminal pin; the totally lead length received was 616 mm. Visual inspection noted calcified bodily fluid on the proximal shocking coil and helix. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Laboratory analysis noted that the calcification on the helix, along with the gradual rise impedance seen by the device in the field is consistent with calcification which has built up on the lead's tip creating a non-conductive barrier between the heart and lead, thereby gradually increasing the impedances seen by the device over time.